Manufacturer narrative:
The field service engineer (fse) successfully completed a system check and verified normal system operation on (B)(6) 2010. The fse advised the customer to use a new reagent lot and continue operation of the system. There were no issues with the access 2 immunoassay system. Further investigation clearly showed recently fielded lots meet release specs and key instructions for use (IFU) claims remain unchanged. Although pt recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for add'l reportable events.

Event description:
The customer alleged high bio-rad quality control (qc) level-3 results involving troponin reagent, accutni and accutni calibrators on the access immunoassay systems. The customer did not perform pt correlations during the reagent lot change. Pt results were not generated. There was no pt consequence. The field service engineer (fse) went to the facility and assessed the unit.